Event description:
It was reported that the health care professional (hcp) wanted to review stored non-sustained ventricular tachycardia (nsvt) episodes on this implantable cardioverter defibrillator (ICD), as there were concerns for possible t-wave oversensing. Technical services (ts) reviewed the device data and could not rule out the oversensing. Ts observed findings that may be suggestive of a potential lead-related issue, particularly given the age of the lead. Ts provided reprogramming options. No adverse patient effects were reported. This ICD remains in service.